Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the battery handpiece device lower trigger did not lock into place. It was further determined hat the device failed pretest for check function of all modes, check falling out protection (steal ring), check proper function of the triggers and check for leakage. It was noted in the service order that the device operating switch was turned. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.